Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during a prolapse surgery performed on (B)(6) 2014. According to the complainant, during unpacking, they noticed that the needle was not completely covered by the protection sheath and part of the needle was outside. The procedure was completed with another uphold lite vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the needle from the mesh assembly broke off inside the catch of the capio, therefore this event has been deemed MDR reportable.

Manufacturer narrative:
(B)(4). Visual analysis of the capio device of the uphold lite vaginal support system revealed that the needle carrier was misaligned relative to the needle catch. The needle of the mesh assembly was lodged inside the catch of the capio device. Analysis of the needle indicated that the needle did not pull off the suture. The suture broke, leaving approximately 1mm of frayed suture attached to the needle. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.